Event description:
It was reported the customer's battery cap was stripped. The customer stated their battery cap was loose. As a result, the customer's insulin pump would not power on. The customer also reported their batteries were not lasting long. The customer declined to troubleshoot for the battery issue and blank display. Customer was advised to monitor their insulin pump when they receive their replacement battery cap. Customer's blood glucose was 123 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).